Event description:
It was reported a free flow event of epinephrine. The clinician did not double clamp the tubing (not closing off both the pinch clamp and roller clamp on IV set #(B)(4)). When the pump module door was opened, the clinician did not feel the safety clamp on the set fully engaged or fully closed off the IV set as a result the patient received a bolus of the medication. Devices sequestered and sent to biomedical engineering. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.